Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the reservoir was leaking. Customer's blood glucose level was unknown. Customer declined troubleshooting. Customer stated the leak was past second o ring. Customer stated that the all components are present. Customer stated they are unsure if there was an air bubble in the reservoir. The reservoir will not be returned for analysis.